Event description:
Biomed at one of the user facilities contacted carefusion technical support to report a ventilator with intermittent screen failure. The ventilator was on a patient at the time of the incident, however there was no harm to the patient. The ventilator kept running, and the patient was switched to another ventilator. There were no alarms. Field service was requested to come fix the ventilator.

Manufacturer narrative:
Carefusion field service evaluated the ventilator, and determined that the root cause of the reported event, was a faulty user interface module (uim). The user interface module was replaced and tested. The problem resolved after the replacement. Operational tests were ran to assure that the ventilator was performing according to manufacturer standards, before it was returned to the customer. The faulty user interface module, was returned to carefusion on march 19, 2015 and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted. Additional information regarding patient involvement was requested on march 3, 2015 but as of march 26, 2015 carefusion has not received any updates.